Manufacturer narrative:
No parts or logs from the ventilator to which the compressor was connected were available for further investigation. The hospital uses a third-party company to perform repairs. According to the hospital the compressor worked properly after repair. Since no parts were returned or logs from the ventilator to which the compressor was connected were available for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).